Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history report (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.

Event description:
The event occurred on an unknown date involving a check valve with male/female luer lock. A nurse reported a crack and leak at the level of the anti-reflux valve was a very recurring problem with this product (approximately once a month per nurse). The customer stated that unfortunately, details on each incident (date, patient involved, medications used cannot be retrieved. The reports were not filed by the department. It was the recurrence of the problem that led to a medical report being filed by technical nurse of the intensive care unit. It is unknown if there was patient involvement or patient harm.